Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touchscreen issue was verified. Duplication testing was performed and no failure was identified related to the reported touchscreen unresponsive issue.

Event description:
It was reported that the pump touch screen was cracked, but remained functional. In addition, it was reported that the "3" button was difficult to press. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was between 130-160 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and manual injections as alternate insulin therapy.